Event description:
Erysipelas (left leg), synovial cyst (popliteal space left knee). Pt experienced fever, pain, redness, heat, swelling on the calf, and a synovial cyst (popliteal space). They began treatment with synvisc in 2004. The pt's medical history, indication, and concomitant medications were not reported. The pt received a synvisc injection (unknown which injection in the series) to an unspecified site in 2004. 5 days later, they experienced fever (38-39 degrees celsius), pain, redness, heat and swelling on the calf. On an unknown date, the rheumatologist considered there was a "muscular cramp." In 2004, a consulting physician observed a synovial cyst of the popliteal space (9mm in thickness) with a hypodermic lamina behind the gemellus muscles. In 2004, the pt was given morphine and other medical treatment to treat the pain. A dermatologist prescribed diprosone and celestene. When the pt stopped these two medications, the pain and swelling returned therefore pt was still taking these two drugs. At the time of this report, the pt had some difficulties walking. Additional info was received in 2004 from the pt. The pt stated the lamina behind the gemellus muscle became a collection fo 20 cm on 10 cm with 4 cm thickness. Pt was to have a drainage soon. At the time of this report, the pt still had difficulties walking. Additional info was received in 2004 from the consulting physician. The physician reported that the indication for synvisc was gonarthrosis. The pt experienced pain under the knee of the back side after the injection with the appearance of calf edema. The events startd in 2004, after the first injection (synvisc was stopped in 2004). In 2004 the pt was started on an nsaid, antibiotic, and analgesics (medication was not reported) in 2004, doppler echography of the lower limbs showed no phlebitis, no venous dilatation except moderate dilatation of the solear vein in the right calf, and on the left side there was a (9mm thickness) cyst of the popliteal space with a hypodermic lamina (9mm thickness) behind the gemellus muscles. In a letter dated 2004, the rheumatologist noted he saw the pt again and noted the pt's condition had not improved at all. The rheumatologist reported there was a diffusion of the fluid from the synovial cyst and then an infection of the hypodermic cellular tissue occurred. The pt's leg seemed to be a leg with erysipelas. The rheumatologist tried to contact a dermatologist and advised the pt to go to the hosp. The consulting physician's comments, dated 2004: at present time there is a collection in the calf which is evaluated by echography to 20cm/10cm/4cm. A surgical drainage is necessary in a few days. The consulting physician assessed this case as serious with indication for seriousness that there was permanent impairment of body function/damage to body structure and possible medical or surgical intervention required to prevent permanent impairment/damage. The consulting physician assessed the relationship of synvisc to the events as definite and the severity of the events as severe. At the time of this report, the pt had not yet recovered and was continuing treatment with the nsaid, antibiotic, and analgesic. Qa investigation results: review of date did not indicate trends that could be associated to any product complaint.